Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the mildly tortuous and moderately calcified cephalic vein. A 6.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. However, during the second inflation at 10 atmospheres, the balloon ruptured. The device was successfully removed and the procedure was completed with another of same device. No patient complications nor injuries were reported.